Event description:
On (B)(6) 2011, hl20 with serial number (B)(4) gave an em 07 error code while in-use at (B)(6) of dallas. The em 07 error code did not effect the operation of the unit and the customer elected to keep using the machine until the completion of the case. (B)(4).

Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for the event. Calibration to 5.1 volt was performed. Then the unit was tested. (B)(4).